Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during acl procedure, external to patient, two sutures broke when the assistant was suturing the graft. Both sutures got detached from the needle when suturing. The procedure was successfully completed without delay using a s+n back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Smith and nephew is the distributor of this device. The legal manufacturer will review the event and determine reportability and, if applicable, will report to the food and drug administration and any other authorities as deemed necessary.